Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) shut down on its own 2 to 3 times per day. Intermittent stimulation was noted. This did not correlate with body position as attempts had been made to duplicate the situation in different positions to no avail. After that, it was difficult to synchronize or switch the device on, and there were issues communicating with it. It sometimes took several days before the patient managed to switch it on. A screen, showing the ins and programmer with a question mark between them, stating the programmer could not find the ins, was being displayed. The patient had however not experienced any shocking or heating around the pocket site. Additionally, stimulation was in the right location and the lead was in its "original place". The reporter stated that the difficulties communicating were ¿probably¿ due to the weight of the patient. The patient had however been using programmers for 17 years and used it with ease. No power on reset (por) messages had been observed with the patient programmer. The patient had also not had any falls or trauma, but was in a wheelchair, so the movement was ¿different from normal¿. The patient experienced less than 50% therapy relief, as well as problems sleeping or ¿managing¿ throughout the day due to pain, which was normally ¿cured¿ by the ins. Impedance testing from telemetry strips indicated unipolar impedances were ¿around 400-500 ohms¿ and bipolar impedances ¿around 700-800 ohms¿. The integrity of the lead and extension were ¿fine¿ and the battery voltage was at 3v. It was noted that the data was not properly initialized and as such, patient programmer usage by the patient could not be determined. There were no inconsistencies or "indicators of device failure" observed with data sessions retrieved from the device. Reprogramming had also been performed. The whole system was going to be explanted because the source of the problem was unknown. If additional information becomes available, a follow-up report will be submitted.